Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. The physician successfully placed three ruby coils in the target location using the microcatheter. After advancing another ruby coil into the target location, the physician reported that the coil was not taking its intended shape. While repeatedly advancing and retracting the ruby coil, the coil unintentionally detached. The microcatheter containing the detached ruby coil was removed from the patient, and the coil was flushed out of the microcatheter on the back table. The procedure was completed using a total of fifteen ruby coils and pod coils, and the same microcatheter. There was no report of an adverse effect to the patient.